Event description:
In 1998, a 17-month-old male with multiple congenital anomalies and internal and external malformations had the MFR's transgastric jejunal (tj) tube placed to help eliminate gastric reflux and to promote weight gain. The tube was placed through an existing gastrostomy site under fluoroscopic guidance with a guide wire. Contrast medium was instilled through the tube to confirm placement. Approx 4 hours after tube placement the child began to display signs of discomfort and irritability. On the following day, the parents returned with the child to the hospital. Tube placement was again verified under fluoroscopy. In 1998, the home nurse reported to the parents that the child was pale in the lips and was experiencing respiratory distress. The child was returned to the clinic and the tj tube was removed and the MFR's skin level feeding tube was inserted. The physician recommended that the child be taken to the local hospital. One hour later the child was admitted to the hospital with fever, paleness, and tachycardia. The following morning, the physicians recommended that the child be transported to the hospital due to a drop in critical lab values. At 11:42 am it was reported that the child had an onset of significant bradycardia and code blue was called. Resuscitative efforts continued for two hours but the child died at 1:45 pm.